Manufacturer narrative:
The insulin pump passed displacement test and self test. The back light functioned properly and the light was normal compare to a test pump. The insulin pump was received with motor error alarm during occlusion test due to faulty force sensor resistor. The motor passed motor test. The insulin pump had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the backlight was intermittently working. The customer's blood glucose was unknown at the time of incident. The customer stated that they could hardly see the screen. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.